Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and elevate and obtryx were implanted. The patient underwent another procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui, vaginal pain and dyspareunia. It was reported that following insertion the patient experienced urinary problems and dyspareunia.